Event description:
New information received via long-term outcome and quality indicator (loqi) impella registry notification that indicates this patient to have developed thrombocytopenia while on impella support, with a possible causal relationship alleged. In response, multiple platelet transfusions were required.

Manufacturer narrative:
B(5): additional information was received indicating patient endured thrombocytopenia prompting platelet transfusion. The device was not returned. A supplemental will be filed upon completion of our evaluation.

Manufacturer narrative:
The investigation for the reported thrombocytopenia and heart valve damage has been completed. Product was not returned for investigation. Due to limited clinical details provided, the root cause of the thrombocytopenia as well as the heart valve damaged cannot be determined. Therefore, the root cause of the thrombocytopenia and heart valve damage could not be determined. The instructions for use for the impella 5.5 for use during cardiogenic shock in section: potential adverse events (united states) states ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- clinical code 4431.

Event description:
The user facility reported that in operating room (or), after explanting the impella 5.5 device, the patient was noted to have new moderate aortic insufficiency.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿